Event description:
It was reported that, a patient had a tha with a centpillar stem and an adept metal on metal hip system on (B)(6) 2009. She had revision surgery to replace the adept head and adept metal on metal cup due to suspected ardm. Joint fluid became cloudy and the necrosis organization was seen. Although the neck trunnion of the stem was corroded, the stem was not replaced

Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown centpillar stem. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device left insitu.